Event description:
It was reported that the patient had an infection with irritation, and the incision was not healing. There was purulent drainage from the incision and erosion following a pump replacement. It was reported that "the incision seems to adhere to the pump and comes open". No patient treatment or outcome was reported. The pump contained morphine. Additional information has been requested, but was not available as of the date of this report.